Event description:
Additional information received notes that the atrial lead also experienced low p-waves.

Event description:
It was reported that a patient presented for an implant procedure. During the implant it was noted that there were unsatisfactory parameters and high capture threshold on the atrial lead. After multiple attempts, the atrial lead helix would not extend. The physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported events of high pacing threshold and p-wave amp variation were not confirmed while the reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix retracted clogged with blood/tissue. X-ray examination showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil which is consistent with procedural damage. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.